Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted with possible undersensing on stored electrogram. Also, the right ventricular (rv) lead was noted with occasional undersensing on stored electrogram. The leads remain in use. No patient complications have been reported as a result of this event.